Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that loss of capture occurred on this right ventricular (rv) lead. Asystole occurred for fewer than two seconds. The lead was surgically abandoned due to this issue and the associated device was explanted for normal battery depletion. No additional adverse patient effects were reported.